Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blood leakage at septum while using bd nexiva¿ IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: 20-g nexiva catheter - blood leaked through the "gray" part of the product.

Manufacturer narrative:
Investigation summary our quality engineer inspected the photographs provided for evaluation. Bd received three photos of a nexiva 20gx1.00in for investigation. 2 of the 3 photos showed a used device and the other photo showed the label attached to the device. Upon inspection it was observed that blood is present on the back end of the catheter adapter assembly and the primary septum. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defect originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur during the loading of the primary septum into the grey cannister or into the catheter adapter assembly of the device. Operators performed inspection for damage components and leak testing per the sampling plan. Additionally preventative maintenance is performed to ensure proper functioning of the equipment. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was blood leakage at septum while using bd nexiva¿ IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: 20-g nexiva catheter - blood leaked through the "gray" part of the product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-aug-2022. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit. Additionally, three photos were provided for further investigation. The reported issue of leakage was confirmed but the exact cause was unknown. Two of the submitted photographs depicted the nexiva device and it could be confirmed that leakage through the septum at the stabilization platform had occurred. The physical sample was subsequently returned, and the same evidence of a leak was observed. However, a functional test was performed in order to replicate the leak, but fluid would not leak under sustained pressure within the device. Since what appeared to be blood residue was observed at the sealed port of the stabilization platform, the complaint was confirmed; however, since the reported leak could not be replicated with functional testing, the cause was undetermined. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defect originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was blood leakage at septum while using bd nexiva¿ IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: 20-g nexiva catheter - blood leaked through the "gray" part of the product.